Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason for reoperation is: initial reason for reoperation was contralateral side capsular contracture baker grade iii. Later a capsular contracture baker grade iii was reported for this record.

Event description:
Healthcare professional reported ¿exchange with no complaint against the device¿. Later healthcare professional reported capsular contracture baker grade iii. This record is for left side. Device was explanted and replaced.

Event description:
Healthcare professional reported ¿exchange with no complaint against the device¿. Later healthcare professional reported left side capsular contracture baker grade iii. Device was explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaint codes are: ¿ capsular contracture: unable to observe as it is not related to the manufacturing process. As per the investigation procedure creases and wear abrasion was completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.